Event description:
It was reported that the core impaction drill overheated during testing. The event occurred during a routine maintenance visit. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
The customer is declining to return the product at this time. If the device is received and additional information becomes available a follow-up report will be submitted.